Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 42 mg/dl. The customer's current blood glucose is 75 mg/dl. The other relevant blood glucose level was below 41 mg/dl and 50 mg/dl. The customer treated with food for low blood glucose. Troubleshooting was done for low blood glucose and over delivery. The customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was alleging insulin pump for over delivering. The product will not be returned for analysis.